Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon closing the pocket, it was noted that the left ventricular (lv) lead had dislodged. X-ray performed confirmed that the lead had dislodged. The lead was removed. The patient was stable throughout the procedure.